Event description:
It was reported that during a surgical procedure at the user facility the device was overheating. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported overheating was not able to be duplicated by a manufacturer repair technician through functional evaluation. However, upon disassembly, a failed e-box was found, which can lead to the reported event.